Event description:
"Boston scientific rec'd info that the physician accidentally pushed the wire on this introducer during implant procedure. The physician was not able to pull out the wire because no instrument was available. The next day, the pt underwent another surgery to have the wire removed. No add'l adverse pt effects were reported."

Manufacturer narrative:
As the device was not available for eval, a device history record (DHR) review was conducted. The DHR indicates the proper materials and mfg methods were used to produce this lot of materials. If the device is returned, eval will be performed and a f/u report submitted. There are no further actions planned at this time.